Manufacturer narrative:
A non-conformance review was conducted for lot 1241167 and there were no non-conformances related to the reported event issued during the manufacturing of this lot. The lot was manufactured on 09/16/24. Visual inspection and pull test were conducted on drains within this lot and met the established criteria. No manufacturing issues were recorded that could correlate with condition reported. A portion of the used drain was returned for evaluation. A jagged edge at the fracture of the round tubing area and a slash cut in the perforated area was observed. In the area of the fracture, there is a mark on the tubing that suggests that an instrument was used to handle the product. Per the instructions for use (IFU), drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. Also to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). The most probable root cause was identified as of user error: not following IFU, since the mark at the jagged edge at the fracture area suggests that an instrument was used to handle the product which could have damaged the product thus leading to tubing breakage. Currently, a corrective and preventive action has been initiated to further investigate the tube split condition. We will continue to monitor and take actions as applicable.

Event description:
The customer reported that during removal, the fenestrated portion of the drain placed in the lower back, lumbar region, broke off inside of the patient. Patient was taken to the operating room to remove fenestrated drain portion. Broken piece was retrieved. Patient is now otherwise doing well. The surgeon stated the product malfunctioned and it was not user error.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.